Event description:
The balloon ruptured at 22atm on the first inflation in the sub-clavian (vein) region. The distal portion of the balloon detached and was successfully snared and removed. No stents or calcification noted. A new balloon was used to complete the procedure.